Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred about 3-4 weeks ago while the customer was attempting to change the cartridge. The customer's blood glucose (bg) was reported to be in the 300s (mg/dl). The customer stated that manual injections were used for correction to bg levels. It was indicated that the customer would contact the health care provider to obtain alternate insulin therapy. Multiple follow up attempts were made to determine if the customer obtained alternate insulin therapy. However, no additional information was provided.